Event description:
I used renu contact lens products for the past few years. In the late fall/early winter of 2004, I developed a serious eye infection. My dr told me I had both a viral infection and a bacterial infection. I went without contacts for three months. Later, I was allowed to wear them again, but the same symptoms presented. This time, a different dr told me I had pink eye. Another told my I had chronic dry eye. A third put me in a more sensitive contact lens with different solution. I haven't had problems since then. I suspect, however, that my issues might be related to the renu solution since my symptoms were very similar: very red. Event abated after use stopped.